Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. Natural death. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was ventricular tachycardia and third degree atrial ventricular block. Related manufacturer reference number: 2938836-2020-01372 and 2938836-2020-01373.

Manufacturer narrative:
Only the connector portion of the lead was returned in one piece measuring 7.0cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could.